Manufacturer narrative:
The estimated aware date is 17 sep 2025.

Event description:
It was reported that, under-sensing was observed on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve the event. The patient was stable.